Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log files contained events on 01mar2024. A driveline disconnect was captured on 01mar2024, consistent with the report that the patient exchanged their system controller. The second system controller event log files contained events on 31jan2024 due to the controller clock not syncing to the appropriate timestamp. Multiple low flow hazard alarms were captured throughout the log files. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that the patient had a successful cardioversion. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1, "introduction", lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, "system monitor," explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency department (ed) from outside a facility with low flow alarms and ventricular tachycardia (vt)/ventricular fibrillation (vf) around 10:30. Successful cardioversion was completed around 10:40. Log files were submitted for review and captured low flow events starting 01mar2024 at 0856 and continued intermittently until the system controller was exchanged on (B)(6) 2024 at 0914. Flows were noted as low as 1.7 liters per minute (lpm). These lower flows appeared to be patient related as the pulsatility index (pi) values were still variable. The other log file submitted for system controller hsc-138999 showed the controller connected at a data and time on (B)(6) 2024 at 0916. The pump may have been off for around 2 minutes during the system controller exchange. Low flow alarms noted with flows noted as low as 1.4 lpm. The last few lines of data show the flow recovered back into the 5-6 lpm range on (B)(6) 2024 at 1042. Related manufacturer reference number: 2916596-2024-01411.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.